Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown radial stem. (B)(4). Device is unavailable for return. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a radial head prosthesis head and straight stem were explanted due to implant stem loosening. The patient underwent a radial head prosthesis procedure on an unknown date. Subsequent x-rays on an unknown date, revealed there was bone loss around the stem. The implants were removed successfully and cultures were taken. The procedure was completed without delay and no patient harm. Concomitant device reported: radial head (part # 09.402.028s, lot # unknown, quantity 1). This report is for one (1) unknown radial stem. This is report 1 of 1 for com-(B)(4).